Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 39.5-39.8cm from the distal tip electrode, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 10.3-15.3cm from the distal tip electrode. Internal insulation abrasion was noted at 8.0-8.9cm and 8.4-9.2cm from the distal tip electrode. The etfe coating was intact at these abrasion locations.

Event description:
It was reported that externalized conductors, high pacing lead impedance and high capture threshold were observed. Patient was asymptomatic. The lead was explanted and replaced.